Manufacturer narrative:
Visual inspections were performed on the returned device. The reported a needle to cuff miss was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. B5: describe event or problem. H6: medical device problem code - 2616 removed.

Event description:
Subsequent to previously filed report, additional information was received:it was reported that suture placement in the right common femoral artery was attempted with a proglide device via a 6f sheath prior to a cryotherapy procedure. Reportedly, when the plunger was removed, the suture missed the vessel. Another proglide successfully pre-placed a suture. The sheath was upsized to 14f and the cryotherapy procedure was completed. The knot of the preplaced proglide suture was successfully tightened and did not achieve full hemostasis of the large hole. Manual arterial compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the right common femoral artery was achieved with two proglide devices using the pre-close technique via a 6f sheath prior to a cryotherapy procedure. Reportedly, the sheath was upsized to 14fand the cryotherapy procedure was completed. When the first proglide knot was advanced to the vessel wall, the knot and suture came out of the anatomy. The second knot was advanced successfully, yet did not completely close the large-hole access site. Manual arterial compression ultimately achieved hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.